Event description:
Additional information received reported that the patient underwent an operation where the physician cleaned the site and used (B)(4) for the infection. It was stated that the physician saw the patient after the operation and the infection had cleared with "no other issues".

Event description:
It was reported there was erosion. The lead had been slightly exposed at the lead insertion site. The therapy had been working great. Health care provider requested further information on how to address erosion of the lead. Follow up reported the representative was waiting to hear how the health care professional would like to proceed. The health care professional was also given the information for medical affairs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# va01pdf, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
(B)(4).